Event description:
Pt had central venous catheter which had clotted off and needed to be removed. When physician attempted to remove catheter, the catheter broke into two pieces. One piece of catheter remained in the pt and migrated to the heart. A cardiac catherization was performed to locate and retrieve the broken piece of catheter which measured approx. 7 centimeters.